Event description:
It was reported occlusion alarms occurred, resulting in high blood glucose levels exceeding 600 mg/dl. Elevated blood glucose was addressed with a manual dose injection. The customer changed supplies and resumed insulin therapy. Customer experienced recurring occlusion issues but declined further help.